Event description:
In 2005 removal of temporary pacemaker; insertion of single-chamber permanent pacemaker. The following day procedure note:... The old pulse generator was removed from the pectoralis fascia and disconnected from existing lead. Attempts were made to reposition the existing lead; however, despite multiple attempts capture was lost whenever the stilette was removed from the lead. At that time, the decision was made to place a new screw-in ventricular lead.